Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was returned for evaluation. Product was visually inspected, and buildup was observed around the impeller blade. Product was soaked in water. No observable buildup around the impeller. Cannula was inspected and a kink was observed. Patient was diagnosed with mitral valve disease. Root cause is most likely patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, flows were low and suction alarms occurred. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.